Event description:
As the coil was being withdrawn after repositioning due to non detachment, the coil unintentionally detached, unraveled and stretched. Approximately 3 centimeters of coil came out of the aneurysm. Additional heparin was administered as a result. Patient was reported to be doing fine post surgery.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem report could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.